Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On a surgery day (B)(6) 2018 with 2 total hips and 1 total knee throughout day the mako system seemed to perform fine. However the day after surgery on (B)(6) 2018 dr. (B)(6) called me and said that he looked at the post op films and the cup in both of the hips done that day looked off. The target inclination was 40 degrees. Said the x-rays looked like the cups were in 10 degrees of inclination. This pr was generated for tha case #1. The files have been loaded to the complaints shared drive (B)(6).

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 152 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 12 other reported events (pr1044925, 1219418, 1233394, 1260347, 1260393, 1260426, 1260427, 1260480, 1325106, 1354370, 1600374 and 1632449). -conclusion: planned and intra-operative cup inclination and version values during impaction were confirmed in the session file. An analysis of the post-operative x-ray shows that the final cup placement is in considerably less inclination than that reported by the system during impaction. A review of the acetabular registration shows that an inaccurate capture on the initial registration points which triggered a warning regarding registration uncertainty. Based on this analysis, suboptimal replication on initial landmarks during pelvic registration is the likely root cause for the discrepancy between intra-op and post-op reported cup positions.

Event description:
On a surgery day 2-5-18 with 2 total hips and 1 total knee throughout day the mako system seemed to perform fine. However the day after surgery on 2-6-18 dr. Connors called me and said that he looked at the post op films and the cup in both of the hips done that day looked off. The target inclination was 40 degrees.he said the x-rays looked like the cups were in 10 degrees of inclination. This pr was generated for tha case #1. The files have been loaded to the complaints shared drive complaints\2-5-18 bayfront port charlotte dr. Connors.